Manufacturer narrative:
Evaluation summary: we have contacted a service center in emea on july 27, 2021 and august 10, 2021 if they could provide us additional information related to the complaint. They said that they did not have further information related to the patient and have been checking the responsible person in the service department to obtain any further information ; however, we have not heard any feedback from them as of august 12, 2021. We will continue to communicate it with the engineer and create a supplemental report if we have any. Correction information: g6: follow up #1. Additional information: h2: type of follow up. H6: coding added based on the investigation result: type of investigation, investigation findings, and investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
We didn't get any information. Sas-m10 is not distributed in us so that unique identifier is blank. Sas-m10 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. The device was returned, but it's still under investigation, so the results of the investigation will be provided in a supplemental report. This report is being filed as part of the pentax backlog management plan.

Event description:
During a demo using the discovery system, doctor found a slight delay in the image.date of event was unavailable.